Manufacturer narrative:
On 09-sep-2016 product investigation results: reporter returned 1 toothbrush head on 13-jun-2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
Bottom part has fallen off and ended up in mouth- dual action brush head [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom part of the oral-b dual action brushhead had fallen off and ended up in her mouth. The brush head had been used for over 2 months. No symptoms developed. The consumer reported she had used this exact product version in the past without reported incident.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Bottom part has fallen off and ended up in mouth- dual action brush head [device breakage]; no adverse event [no adverse event]. Case description: a female consumer of unspecified age reported that while using an oral-b rechargeable toothbrush, version unknown, the bottom part of the oral-b dual action brushhead had fallen off and ended up in her mouth. The brush head had been used for over 2 months. No symptoms developed. The consumer reported she had used this exact product version in the past without reported incident.